Event description:
It was reported that the remaining lead fragment in the patient was explanted on (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-22266. It was reported that, during an unrelated procedure, the physician cut through the patient's leads. As a result, surgical intervention was undertaken on (B)(6) 2020 to remove the patient's leads, however, only one lead was able to be removed while a fragment of the second lead remained implanted in the patient. Further surgical intervention is expected.